Event description:
Pad sparked and caught fire by the switch where the cord goes in.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.